Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a gastric tube. The customer states, the gastric tube was placed on (B)(6) 2011; post operation, the pt coughed and the peg cage dislodged and moved into the peritoneum. The customer reports, the pt developed peritonitis and required an open laparotomy.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.